Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum performed on (B)(6) 2022. During the procedure, the sponge detached and blocked inside the scope channel. It is unknown if a water soluble lubricant was applied to the top of the biopsy cap prior to use. The procedure was completed using another of the same rx locking / biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.